Manufacturer narrative:
It was reported that mesh was implanted along with concurrent total abdominal hysterectomy, bilateral salpingo-oophorectomy, and transabdominal colpsacropexy due to vaginal prolapse, cystocele, rectocele, uterine descensus, stress urinary incontinence, and loose sphincter . No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, vaginal discharge, urgency with urinary leakage, urge incontinence, dysuria.

Manufacturer narrative:
(B)(4). Concurrent procedures: abdominal hysterectomy, bilateral salpingo-oophorectomy.